Event description:
Per provider, one of the l shaped tube that are apart of the front rigging hardware kit is broken. Consumer advised that the consumer hit a curb when he was accelerating forward and fell out of the chair. Consumer states that he hurt his left knee but not sure what kind of injury. Consumer did specify it was no fault of the chair. Provider can see that there is a brace on his knee so he did seek medical attention. No additional information provided.